Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025.the blood glucose level was high and the patient was treated with pump bolus. No further information is available.